Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
It was reported that the surgeon was prepping the right l4 pedicle for a viper screw. Patient was noted to have very hard/sclerotic bone in the l4 vertebral body. A sharper pedicle probe was needed to properly prep the pedicle and the modified curved cannulated probe was used. The surgeon used a mallet to advance the probe. When he was satisfied with the depth, he attempted to remove the cannulated probe and 20mm of its tip broke off in the vertebral body. The broken tip was not retrieved.